Manufacturer narrative:
Concomitant medical devices: c4tr01 ipg, implanted: (B)(6) 2014.

Event description:
It was reported there was a confirmed fracture of the right ventricular epicardial lead. The lead was abandoned and was replaced with a transvenous lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.